Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions occurred. Customer changed the pump supplies to address the issue to address some occlusion and other occlusion were addressed by changing the cartridge only. Reportedly the customer is wearing the supplies for 4 days. Tandem technical support informed the customer that using the supplies for 4 day¿s is off label per the tandem user guide. Customer¿s blood glucose was 300-greater than 500 mg/dl with high ketones. Ketone level was identified as life threatening by health care provider. Elevated blood glucose levels were addressed by a correction bolus via the pump.